Manufacturer narrative:
There was no problem found with this pump after product was returned. All parameters were in specification and it ran in the lab with no issues. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump began making a loud buzzing sound during use. The medical team was concerned there would be a pump stop, and decided to wean and explant the pump. There was no patient harm reported, the patient was successfully weaned and the impella was explanted.